Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) was shut down. Upon reboot, some telemetry transmitters were showing comm loss at the cns. Nihon kohden technical support (nk ts) began troubleshooting steps. While on the call with nk ts, the customer noticed that the devices came out of comm loss but took longer than usual to do so. No patient harm or injury was reported. Investigation summary: nihon kohden america's quality team (nka) followed up with the customer to identify the model and serial numbers of the devices affected during the shutdown and the reason the shutdown was performed. Follow-up attempts were not replied to by the customer. With the information available, it is reasonable to determine the root cause to be the facility's network environment. No evidence suggests an nk system malfunction. Review of the cns serial number history shows no recurrence of the issue.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was shut off, and some of the devices were coming up with communication loss. The customer stated that during the call the devices started to repopulate with the information. The customer stated that it took longer for the devices to show up after the cns was reset, but eventually all the units came back. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was shut off, and some of the devices were coming up with communication loss. The customer stated that during the call the devices started to repopulate with the information. The customer stated that it took longer for the devices to show up after the cns was reset, but eventually all the units came back. Nihon kohden technical support (tech support) stayed on the phone with customer until all devices started showing up and sending information to the cns. The customer confirmed all units were present and all data is now being received with no other messages shown. Qa has inquired how the cns shut off as it was unclear whether the device was turned off or if it shutdown by itself. Qa also inquired about the concomitant device information, but the customer has been unresponsive to all inquiries. No patient harm was reported. Nihon kohden continues to investigate the reported event. Additional device information: concomitant medical device field contains no information (ni), as attempts to obtain information were made, but not provided for the other devices monitored on the cns. The customer only provided one of the devices being monitored on the cns. Bedside monitor: model: bsm-6701a, sn: (B)(4).

Event description:
The biomedical engineer reported that the central nurse's station (cns) was shut off, and some of the devices were coming up with communication loss. The customer stated that during the call the devices started to repopulate with the information. The customer stated that it took longer for the devices to show up after the cns was reset, but eventually all the units came back. Nihon kohden technical support (tech support) stayed on the phone with customer until all devices started showing up and sending information to the cns. The customer confirmed all units were present and all data is now being received with no other messages shown. Qa has inquired how the cns shut off as it was unclear whether the device was turned off or if it shutdown by itself. Qa also inquired about the concomitant device information, but the customer has been unresponsive to all inquiries. No patient harm was reported.